Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), gastric ulcer ("stomach ulcers") and intracranial mass ("mass on brain") in a female patient who had essure (batch no. 641418) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("permanent fatigue"), the first episode of arthralgia ("joint pain"), myalgia ("muscular pain"), alopecia ("hair loss"), hair texture abnormal ("hairs like straw"), insomnia ("insomnia"), back pain ("lumbar pain"), neck pain ("neck pain"), musculoskeletal pain ("right shoulder pain"), tendonitis ("ankle and wrists tendonitis"), the second episode of arthralgia ("left hip pain"), groin pain ("left groin pain"), pain in extremity ("left leg pain"), burning sensation ("burning sensation on foot and heels"), swelling ("swelling"), flatulence ("flatulence"), gastric ulcer (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dizziness ("dizziness"), loss of consciousness ("loss of consciousness"), fall ("falls"), sinusitis ("sinusitis"), rhinorrhoea ("frequent runny nose"), tinnitus ("permanent tinnitus"), memory impairment ("memory disorders"), disturbance in attention ("attention disorders"), speech disorder ("speech disorders"), intracranial mass (seriousness criterion medically significant), cyst ("cysts"), synovial cyst ("ganglion that appeared and disappeared"), dyspnoea ("breathlessness"), bradycardia ("bradycardia"), palpitations ("palpitation"), weight increased ("weight gain"), constipation ("constipation"), dysgeusia ("metal taste in mouth"), auditory disorder ("hearing disorders") and visual impairment ("vision disorders"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, myalgia, alopecia, hair texture abnormal, insomnia, back pain, neck pain, musculoskeletal pain, tendonitis, the last episode of arthralgia, groin pain, pain in extremity, burning sensation, swelling, flatulence, gastric ulcer, migraine, headache, dizziness, loss of consciousness, fall, sinusitis, rhinorrhoea, tinnitus, memory impairment, disturbance in attention, speech disorder, intracranial mass, cyst, synovial cyst, dyspnoea, bradycardia, palpitations, weight increased, constipation, dysgeusia and auditory disorder outcome was unknown. The reporter provided no causality assessment for alopecia, auditory disorder, back pain, bradycardia, burning sensation, constipation, cyst, disturbance in attention, dizziness, dysgeusia, dyspnoea, fall, fatigue, flatulence, gastric ulcer, groin pain, hair texture abnormal, headache, insomnia, intracranial mass, loss of consciousness, memory impairment, migraine, musculoskeletal pain, myalgia, neck pain, pain in extremity, palpitations, pelvic pain, rhinorrhoea, sinusitis, speech disorder, swelling, synovial cyst, tendonitis, tinnitus, visual impairment, weight increased, the first episode of arthralgia and the second episode of arthralgia with essure. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1813743) on 17-aug-2018. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), gastric ulcer ("stomach ulcers") and intracranial mass ("mass on brain") in a female patient who had essure (batch no. 641418) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("permanent fatigue"), the first episode of arthralgia ("joint pain"), myalgia ("muscular pain"), alopecia ("hair loss"), hair texture abnormal ("hairs like straw"), insomnia ("insomnia"), back pain ("lumbar pain"), neck pain ("neck pain"), musculoskeletal pain ("right shoulder pain"), tendonitis ("ankle and wrists tendonitis"), the second episode of arthralgia ("left hip pain"), groin pain ("left groin pain"), pain in extremity ("left leg pain"), burning sensation ("burning sensation on foot and heels"), swelling ("swelling"), flatulence ("flatulence"), gastric ulcer (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dizziness ("dizziness"), loss of consciousness ("loss of consciousness"), fall ("falls"), sinusitis ("sinusitis"), rhinorrhoea ("frequent runny nose"), tinnitus ("permanent tinnitus"), memory impairment ("memory disorders"), disturbance in attention ("attention disorders"), speech disorder ("speech disorders"), intracranial mass (seriousness criterion medically significant), cyst ("cysts"), synovial cyst ("ganglion that appeared and disappeared"), dyspnoea ("breathlessness"), bradycardia ("bradycardia"), palpitations ("palpitation"), weight increased ("weight gain"), constipation ("constipation"), dysgeusia ("metal taste in mouth"), auditory disorder ("hearing disorders") and visual impairment ("vision disorders"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, myalgia, alopecia, hair texture abnormal, insomnia, back pain, neck pain, musculoskeletal pain, tendonitis, the last episode of arthralgia, groin pain, pain in extremity, burning sensation, swelling, flatulence, gastric ulcer, migraine, headache, dizziness, loss of consciousness, fall, sinusitis, rhinorrhoea, tinnitus, memory impairment, disturbance in attention, speech disorder, intracranial mass, cyst, synovial cyst, dyspnoea, bradycardia, palpitations, weight increased, constipation, dysgeusia and auditory disorder outcome was unknown. The reporter provided no causality assessment for alopecia, auditory disorder, back pain, bradycardia, burning sensation, constipation, cyst, disturbance in attention, dizziness, dysgeusia, dyspnoea, fall, fatigue, flatulence, gastric ulcer, groin pain, hair texture abnormal, headache, insomnia, intracranial mass, loss of consciousness, memory impairment, migraine, musculoskeletal pain, myalgia, neck pain, pain in extremity, palpitations, pelvic pain, rhinorrhoea, sinusitis, speech disorder, swelling, synovial cyst, tendonitis, tinnitus, visual impairment, weight increased, the first episode of arthralgia and the second episode of arthralgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1813743) on (B)(6)2018. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain contraction-like"), back pain ("lumbar pain"), gastric ulcer ("stomach ulcers") and intracranial mass ("mass on brain") in a 52-year-old female patient who had essure (batch no. 641418) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis recurrent. On (B)(6)2009, the patient had essure inserted. In december 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), neck pain ("neck pain"), headache ("headaches"), memory impairment ("memory disorders"), asthenia ("asthenia") and insomnia ("insomnia"), 8 years 10 months after insertion and 1 day after removal of essure. On(B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("ballooning"), dyspareunia ("dyspareunia"), the first episode of arthralgia ("arthralgia"), dizziness ("dizziness"), fall ("falls"), malaise ("malaise"), tinnitus ("permanent tinnitus"), tendonitis ("ankle and wrists tendonitis"), bradycardia ("bradycardia") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced fatigue ("permanent fatigue"), the second episode of arthralgia ("joint pain"), alopecia ("hair loss"), hair texture abnormal ("hairs like straw"), the third episode of arthralgia ("left hip pain"), groin pain ("left groin pain"), pain in extremity ("left leg pain"), burning sensation ("burning sensation on foot and heels"), swelling ("swelling"), gastric ulcer (seriousness criterion medically significant), migraine ("migraines"), loss of consciousness ("loss of consciousness"), sinusitis ("sinusitis"), rhinorrhoea ("frequent runny nose"), disturbance in attention ("attention disorders"), speech disorder ("speech disorders"), intracranial mass (seriousness criterion medically significant), cyst ("cysts"), synovial cyst ("ganglion that appeared and disappeared"), dyspnoea ("breathlessness"), palpitations ("palpitation"), constipation ("constipation"), auditory disorder ("hearing disorders"), visual impairment ("vision disorders"), musculoskeletal pain ("right shoulder pain") and flatulence ("flatulence") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral horn removal and bilateral horn removal; both essure implant removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, fatigue, myalgia, alopecia, hair texture abnormal, the last episode of arthralgia, groin pain, pain in extremity, burning sensation, swelling, gastric ulcer, migraine, loss of consciousness, sinusitis, rhinorrhoea, disturbance in attention, speech disorder, intracranial mass, cyst, synovial cyst, dyspnoea, palpitations, weight increased, constipation, auditory disorder, visual impairment, abdominal distension, dyspareunia, neck pain, headache, musculoskeletal pain, memory impairment, dizziness, fall, malaise, flatulence, tinnitus, asthenia, insomnia, tendonitis, bradycardia and dysgeusia was resolving. The reporter provided no causality assessment for pain in extremity with essure. The reporter considered abdominal distension, alopecia, asthenia, auditory disorder, back pain, bradycardia, burning sensation, constipation, cyst, disturbance in attention, dizziness, dysgeusia, dyspareunia, dyspnoea, fall, fatigue, flatulence, gastric ulcer, groin pain, hair texture abnormal, headache, insomnia, intracranial mass, loss of consciousness, malaise, memory impairment, migraine, musculoskeletal pain, myalgia, neck pain, palpitations, pelvic pain, rhinorrhoea, sinusitis, speech disorder, swelling, synovial cyst, tendonitis, tinnitus, visual impairment, weight increased, the first episode of arthralgia, the second episode of arthralgia and the third episode of arthralgia to be related to essure. The reporter commented: gynecological and non-gynecological past medical history: nothing to report. Patient¿s symptoms improved 6 or more months following removal: mild or moderate improvement physician considered that essure caused or contributed to the occurrence of the events diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 26-mar-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain contraction-like"), back pain ("lumbar pain"), gastric ulcer ("stomach ulcers") and intracranial mass ("mass on brain") in a 52-year-old female patient who had essure (batch no. 641418) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis recurrent. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), neck pain ("neck pain"), headache ("headaches"), memory impairment ("memory disorders"), asthenia ("asthenia") and insomnia ("insomnia"), 8 years 10 months after insertion and 1 day after removal of essure. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("ballooning"), dyspareunia ("dyspareunia"), the first episode of arthralgia ("arthralgia"), dizziness ("dizziness"), fall ("falls"), malaise ("malaise"), tinnitus ("permanent tinnitus"), tendonitis ("ankle and wrists tendonitis"), bradycardia ("bradycardia") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced fatigue ("permanent fatigue"), the second episode of arthralgia ("joint pain"), alopecia ("hair loss"), hair texture abnormal ("hairs like straw"), the third episode of arthralgia ("left hip pain"), groin pain ("left groin pain"), pain in extremity ("left leg pain"), burning sensation ("burning sensation on foot and heels"), swelling ("swelling"), gastric ulcer (seriousness criterion medically significant), migraine ("migraines"), loss of consciousness ("loss of consciousness"), sinusitis ("sinusitis"), rhinorrhoea ("frequent runny nose"), disturbance in attention ("attention disorders"), speech disorder ("speech disorders"), intracranial mass (seriousness criterion medically significant), cyst ("cysts"), synovial cyst ("ganglion that appeared and disappeared"), dyspnoea ("breathlessness"), palpitations ("palpitation"), constipation ("constipation"), auditory disorder ("hearing disorders"), visual impairment ("vision disorders"), musculoskeletal pain ("right shoulder pain") and flatulence ("flatulence") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral horn removal and bilateral horn removal; both essure implant removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, fatigue, myalgia, alopecia, hair texture abnormal, the last episode of arthralgia, groin pain, pain in extremity, burning sensation, swelling, gastric ulcer, migraine, loss of consciousness, sinusitis, rhinorrhoea, disturbance in attention, speech disorder, intracranial mass, cyst, synovial cyst, dyspnoea, palpitations, weight increased, constipation, auditory disorder, visual impairment, abdominal distension, dyspareunia, neck pain, headache, musculoskeletal pain, memory impairment, dizziness, fall, malaise, flatulence, tinnitus, asthenia, insomnia, tendonitis, bradycardia and dysgeusia was resolving. The reporter provided no causality assessment for pain in extremity with essure. The reporter considered abdominal distension, alopecia, asthenia, auditory disorder, back pain, bradycardia, burning sensation, constipation, cyst, disturbance in attention, dizziness, dysgeusia, dyspareunia, dyspnoea, fall, fatigue, flatulence, gastric ulcer, groin pain, hair texture abnormal, headache, insomnia, intracranial mass, loss of consciousness, malaise, memory impairment, migraine, musculoskeletal pain, myalgia, neck pain, palpitations, pelvic pain, rhinorrhoea, sinusitis, speech disorder, swelling, synovial cyst, tendonitis, tinnitus, visual impairment, weight increased, the first episode of arthralgia, the second episode of arthralgia and the third episode of arthralgia to be related to essure. The reporter commented: gynecological and non-gynecological past medical history: nothing to report. Patient¿s symptoms improved 6 or more months following removal: mild or moderate improvement physician considered that essure caused or contributed to the occurrence of the events diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-mar-2019: device removal received. Primary reason for removal: lumbar pain, neck pain, headaches, muscle pains, asthenia, insomnia, memory disorder (lumbar pain upgraded to incident). Outcome of the events updated to recovering/resolving we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2018. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / pelvic pain contraction-like"), gastric ulcer ("stomach ulcers") and intracranial mass ("mass on brain") in a female patient who had essure (batch no. 641418) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("muscular pain"), insomnia ("insomnia"), back pain ("lumbar pain"), neck pain ("neck pain"), tendonitis ("ankle and wrists tendonitis"), headache ("headaches"), dizziness ("dizziness"), fall ("falls"), tinnitus ("permanent tinnitus"), memory impairment ("memory disorders"), bradycardia ("bradycardia"), dysgeusia ("metal taste in mouth"), the first episode of arthralgia ("arthralgia"), dyspareunia ("dyspareunia"), abdominal distension ("ballooning"), asthenia ("asthenia") and malaise ("malaise"), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced fatigue ("permanent fatigue"), the second episode of arthralgia ("joint pain"), alopecia ("hair loss"), hair texture abnormal ("hairs like straw"), musculoskeletal pain ("right shoulder pain"), the third episode of arthralgia ("left hip pain"), groin pain ("left groin pain"), pain in extremity ("left leg pain"), burning sensation ("burning sensation on foot and heels"), swelling ("swelling"), flatulence ("flatulence"), gastric ulcer (seriousness criterion medically significant), migraine ("migraines"), loss of consciousness ("loss of consciousness"), sinusitis ("sinusitis"), rhinorrhoea ("frequent runny nose"), disturbance in attention ("attention disorders"), speech disorder ("speech disorders"), intracranial mass (seriousness criterion medically significant), cyst ("cysts"), synovial cyst ("ganglion that appeared and disappeared"), dyspnoea ("breathlessness"), palpitations ("palpitation"), constipation ("constipation"), auditory disorder ("hearing disorders") and visual impairment ("vision disorders") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, myalgia, alopecia, hair texture abnormal, insomnia, back pain, neck pain, musculoskeletal pain, tendonitis, the last episode of arthralgia, groin pain, pain in extremity, burning sensation, swelling, flatulence, gastric ulcer, migraine, headache, dizziness, loss of consciousness, fall, sinusitis, rhinorrhoea, tinnitus, memory impairment, disturbance in attention, speech disorder, intracranial mass, cyst, synovial cyst, dyspnoea, bradycardia, palpitations, weight increased, constipation, dysgeusia, auditory disorder, dyspareunia, abdominal distension, asthenia and malaise outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, asthenia, auditory disorder, back pain, bradycardia, burning sensation, constipation, cyst, disturbance in attention, dizziness, dysgeusia, dyspareunia, dyspnoea, fall, fatigue, flatulence, gastric ulcer, groin pain, hair texture abnormal, headache, insomnia, intracranial mass, loss of consciousness, malaise, memory impairment, migraine, musculoskeletal pain, myalgia, neck pain, pain in extremity, palpitations, pelvic pain, rhinorrhoea, sinusitis, speech disorder, swelling, synovial cyst, tendonitis, tinnitus, visual impairment, weight increased, the first episode of arthralgia, the second episode of arthralgia and the third episode of arthralgia with essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-mar-2019: follow-up information received from the health authorities in france on 19-mar-2019. It was confirmed that case(B)(4) (legacy device report num (B)(4)) was a duplicate of this case and was deleted. New reporters added; events lumbar pain, neck pain, arthralgia, headaches, muscle pain, memory disorder, feeling of dizziness with malaise and fall, pelvic pain contraction-like, dyspareunia, ballooning, tinnitus, asthenia, insomnia, tendinitis, bradycardia, bad taste in mouth onset date (B)(6)2018. Sample was available. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.